Event description:
Ous MDR - after an implantation period of about 64 months, oversensing was reported. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at approximately 42.5 cm proximal to the lead tip. The proximal lead segment was not received for analysis. The inspection of the received segment revealed multiple signs of wear with a damaged insulation. This insulation damage can be considered as the root cause of the oversensing mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subjected to severe mechanical stress in the implanted state. Furthermore, during the inspection the conductor cable to the rv shock coil was found outside the lead body. This observation resulted most likely from the application of very strong pulling forces in the course of the explantation procedure. This is underlined by the x-ray images received for analysis, which did not reveal any conductor extrusion while the lead was still implanted and in service. The deformations of the lead body occurred most likely during the explantation procedure. At a next step, the quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The analysis did not reveal any sign of a material or manufacturing problem.